Event description:
(B)(4). Started with labor and pms symptoms and pains when I am not pregnant. My stomach gets bloated. Later I broke out with rashes/ hives in my back, neck, chest, stomach. I get really bad dandruff on and off. I get really light headed, once I blackout and hit my head, headaches, muscle spasms, my leg bones get sporadically cold with sharp pains. My finger joints are stiff every morning. I get severe night sweats, waking up soaked from head to toe. I am always tired, barely have energy to do anything.